Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One tapered screw-vent implant was not reported but not returned for investigation. Associated implant was returned; no malfunction was reported/identified. Since the reported implant was not returned, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the product was not returned. Pre-existing conditions noted on the per were high bone density ¿ type I and smoker. X-ray / picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lot and no similar event or complaint about nonconforming products was identified. Based on the available information, device malfunction and the reported event could not be verified since the product was not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). First name unknown / not provided.

Event description:
It was report that implant at tooth site #16 fractured. No other implant was placed.